Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem has been confirmed; the reported issues were due to a defective power board. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report their visera elite xenon light source not illuminating and showing a e103 error message. The end user subsequently cancelled the procedure. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, it is likely that a power supply board failure led to the reported malfunction. Olympus will continue to monitor the field performance of this device.

Event description:
The reported phenomenon occurred during preparation for use for a diagnostic choledochoscope endoscopy procedure, which was cancelled. No patient involvement or harm has been reported.